Manufacturer narrative:
D4 - UDI no. - this product code is not required to be registered with the FDA. H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned to the manufacturer facility for evaluation. Visual inspection upon receipt found that the urethane outer layer had been sheared off the wire on approximately 20mm - 72mm from the distal end of the device, where the core was exposed. Magnifying inspection of the shear cross-section of the sheared urethane outer layer found it was in the smooth state with the generation of a semi circular groove along the total length of the sheared portion. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specification. The urethane outer layer was removed intentionally for the purpose of inspection of the state of the adhesion of the urethane outer layer to the core wire. No lifting of the urethane outer layer from the core wire or gap between the core wire and the urethane outer layer was revealed. Functional testing was conducted. A current product sample was inserted into a metallic needle and withdrawn. The urethane coating was sheared from the product sample. The sheared piece was found to have a semi circular groove on the surface along the total length in the lengthwise direction, with the surface in the smooth state. The nature of the damage was found to be similar to that seen on the actual sample. A review of the device history record and the product release decision control sheet of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause cannot be definitively determined based on the investigation findings. Based on the information provided by the user facility, it is likely that the actual sample was pulled through the involved metallic needle in the proximal direction in the state of having contact with the edge of the metallic needle, resulting in the reported shearing of the urethane layer. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported separation of the urethane layer on the guidewire device. Follow up communication with the user facility confirmed the following information: the actual guide wire sample was used while an arterial cannula was being inserted; it was reported that there is a possibility that a metal needle was involved in the procedure; the procedure was completed successfully; and there was no harm to the patient.